Manufacturer narrative:
Results: the core wire of the atraumatic indigo system separator 8 (sep8) tip was fractured, approximately 1.0 cm from the distal tip of the bulb. The wrapping wire was slightly unwound. Conclusions: evaluation of the returned device revealed that the core wire was fractured and the wrapping wire was slightly unwound. Fracture of the core wire may occur if the sep8 is continuously manipulated against clot burden for prolonged periods of time. If the core wire becomes fractured, it may allow the wrapping wire to unwind. The cat8 mentioned in the complaint was not returned for evaluation. The root cause of the cat8 and the rotating hemostasis valve (rhv) becoming clogged during the procedure could not be determined. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bilateral deep vein thrombosis (dvt) using an indigo system separator 8 (sep8). During the procedure, while actively working in the clot with the sep8, the physician did not mention resistance. Subsequently, it was noticed that the indigo system aspiration catheter 8 (cat8) and the rotating hemostasis valve (rhv) had become clogged. The physician then decided to remove the sep8 and noticed that the tip of the sep8 was stretched out. Therefore, the procedure was completed using a new sep8 and the same cat8. It was reported that the physician did not mention resistance while using the sep8. There was no report of an adverse effect to the patient.